Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including recurrence, chronic pain and bowel obstruction. The instructions-for-use supplied with the device lists recurrence and inflammation as possible complications. A valid lot number has not been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with two bard meshes (bard flat mesh, the product). Attorney alleges that on (B)(6) 2007, the patient was implanted with the product in the course of an inguinal hernia repair surgery. It is alleged that further to the patient's implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2008. It is alleged that during the surgery the patient was implanted with another of the product. It is alleged that subsequent to patient's reparative surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. Attorney alleges that the patient suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is also alleged that the patient experienced severe pain and suffering, including chronic pain. Attorney alleges that the patient had been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. It is alleged that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future. It is also alleged that the device was defective.

Event description:
Attorney alleges that the patient was implanted with two bard meshes (bard flat mesh, the product). Attorney alleges that on (B)(6) 2007, the patient was implanted with the product in the course of an inguinal hernia repair surgery. It is alleged that further to the patient's implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2008. It is alleged that during the surgery the patient was implanted with another of the product. It is alleged that subsequent to patient's reparative surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. Attorney alleges that the patient suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is also alleged that the patient experienced severe pain and suffering, including chronic pain. Attorney alleges that the patient had been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. It is alleged that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future. It is also alleged that the device was defective. Note: the patient was also implanted with a bard/davol composix l/p mesh and a claim of adverse patient outcome has been made against this device.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including recurrence, chronic pain and bowel obstruction. The instructions-for-use supplied with the device lists recurrence and inflammation as possible complications. A valid lot number has not been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). Additional emdrs were submitted to represent the bard flat mesh (device #1) and bard/davol mesh ¿ composix l/p (device #3). H11: this is an addendum to the initial MDR submitted (MDR_no. 1213643-2022-93841). This supplemental emdr is submitted to report the information regarding the additional product claim received for the same patient. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.